Event description:
A power source alert was reported by the caller. The customer's blood glucose level did not exceed 500 mg/dl during the incident. The caller was using the tandem charging cable and wall adapter at the time of the alert and initially had issues with the pump not charging. After trying a different wall adapter, the pump began charging, and no further assistance was needed.